Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was ordered for replacement.

Event description:
The hospital reported a broken rear wheel which could cause a tip or fall of the unit. There was no report of patient involvement.